Event description:
The customer reported that the paddle set charge button was no longer functional. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the paddle set charge button was no longer functional. There was no report of pt involvement or adverse pt impact. The local philips rep evaluated the device, confirmed the malfunction and replaced the paddle set to resolve the problem.